Event description:
Pt is a s/p bilat tkr on 9/30/96. 3/12/98, pt reported that while getting off her couch, her knee popped. Xrays demonstrated dislocation of the tibial plastic. On 3/16/98, the tibial insert was revised.